Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that on unknown date, during a breast biopsy procedure, there were no faults noted in the device prior to insertion. Post insertion into breast, it was noted that the device was not retrieving samples. The device was removed from the breast in biopsy mode. Then a second device was opened and "all seemed good pre insertion into the breast. Then again not getting proper samples, at this stage they noticed a kink in the clear tubing at the top of the device (where samples should come out). They then squeezed this kinked part, the samples then came through and they finished the procedure this way." No third device used. No additional details available.